Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided. Assessment as follows: summary of imaging: single ap view of the right hip, undated and of limited quality. Assessment of imaging: there is no fracture or dislocation. The prosthetic femoral head is eccentric in position within the cup consistent with polyethylene liner wear. No areas of abnormal radiolucency are noted. Impressions: polyethylene liner wear of the right hip arthroplasty. Review of radiographs is inconclusive, as medical records or device was provided for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports :0001825034-2019-01051.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to unknown reasons. Attempts have been made and no further information has been provided. No additional patient consequences were reported.